Event description:
This customer reported a failure to discharge via external paddles. The users switched to a different defibrillator to deliver therapy. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4): this customer reported a failure to discharge via external paddles. The users switched to a different defibrillator to deliver therapy. There was no impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.